Manufacturer narrative:
Additional information, b5: upon follow up it was reported antibiotic treatment was discontinued. On an unknown the patient was discharged from the hospital. The patient was recovered from the peritonitis event and pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized on the same day as the event onset., and was treated with vancomycin injection (1 gram , ongoing, route and frequency was not reported) and ceftazidime injection (1 gram, ongoing, route and frequency was not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.